Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. The customer¿s blood glucose was over 600 mg/dl at the time of the incident. The customer reported that he was trying to give himself bolus and it was getting blockage. The sensor will not be returned for analysis.